Event description:
A manufacturer representative (rep) reported that sometime in (B)(6) 2016 the healthcare provider (hcp) was putting the lead through the introducer and was adjusting the depth when they noticed it felt "weird." The lead was pulled out and it had "unraveled" and fell apart at the distal tip. There were no symptoms alleged related to this event. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.